Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 400 mg/dl. The customer experienced extreme fatigue as a result. The customer attempted to exercise. She also treated via manual insulin injection. The customer also had a blood glucose of 548 mg/dl recently; she stated that she could feel wetness on the quick release. She treated with event via manual insulin injection as well. Troubleshooting was declined for the high blood glucose events. No products were returned or replaced.